Event description:
It was reported that a patient, (B)(6) y.o., female, underwent a ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. The patient diagnosis related to this event is vt consented for ablation. During procedure, right ventricle was mapped and ablations were performed, it was noticed on fluoro that there was low contractility of the heart. Patient¿s blood pressure was stable throughout the case however; it was noticed to drop to 74 ¿ 80 systole. Ultrasound confirmed a pericardial effusion and pericardiocentesis was performed, 260 ml. Were removed over 30 min. No transseptal puncture was performed or any anticoagulation was given. The patient was under general anesthesia for approximately 2 hrs. The patient was stabilized and taken to ICU, it is unknown if hospitalization was required. The patient was reported to be in stable condition at the time bwi followed-up with the physician. The physician¿s opinion regarding the cause of this adverse event is that this is a combination of anatomy, catheter curve and perhaps irrigation. However, the physician did not indicate it was a product problem. Settings during the event include: power at 40 w., flow setting at 17 ml/min and slo, sl3 sheath was used (non bwi product).

Manufacturer narrative:
A) the product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. B) as the lot # was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. C) concomitant bwi product: product: carto® 3 system, us catalog # fg540000, serial # (B)(4). (B)(4).